Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device change-out due to the patient¿s device having reached its normal elective replacement interval. The patient¿s right atrial lead ((B)(4)) had previously relayed noise and so it was removed and replaced. The patient¿s left ventricular lead had (((B)(4)) previously been turned off for unknown reasons and was also removed and replaced. The procedure went well and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.